Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there were black speck particles of foreign matter on the clear tubing. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented, high-volume inlet had particulate matter on the clear tubing. The particulate matter was described as "one very small black dot". This was observed when going through stock on hand in storage. There was no patient involvement. No additional information is available.